Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a device change out procedure. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. No further information is available.